Event description:
It was reported that the insulin pump gave multiple motor error alarms during the basal rate delivery. It was stated that the customer works with magnets. The alarm history was reviewed, and other error alarms were noted. The customer was advised not to expose the insulin pump to magnetic fields. The customer stated that she would be speaking with her boss to avoid exposure. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube. Unable to confirm the error alarms in the the alarm history due to other alarms noted in the alarm history. The alarms were due to corrupt history fields. The unit failed the displacement test and had intermittent motor error alarms during the rewind due to an out of phase motor encoder signal.